Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx laa closure device was implanted (B)(6) 2020. On (B)(6) 2023, the patient went in to receive an atrial fibrillation ablation and there was thrombus identified in the left atrium (la) and in the right atrium (ra). The thrombus in the la was on the face of the implanted watchman flx device. The patient was placed back on an oral anticoagulation medication, discharged, and was referred to a cardiothoracic surgeon for a consult. It was further reported that the implanted watchman flx device was surgically explanted along with the attached thrombus with possible vegetation growth.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx laa closure device was implanted (B)(6) 2020. On (B)(6) 2023, the patient went in to receive an atrial fibrillation ablation and there was thrombus identified in the left atrium (la) and in the right atrium (ra). The thrombus in the la was on the face of the implanted watchman flx device. The patient was placed back on an oral anticoagulation medication, discharged, and was referred to a cardiothoracic surgeon for a consult.